Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to treat a 10mm stricture during a procedure performed on (B)(6) 2025. It was reported that the stent slipped as the stricture was too close to the proximal end. The procedure was completed using a different wallflex biliary stent. It is unknown how the stent was removed from the patient. No patient complications were reported as a result of this event.